Event description:
It was reported that the patient with this pacemaker had recorded a signal artifact monitoring (sam) episode. Sam was disabled due to electromagnetic interference (emi), the motorized bed the patient was sleeping on had an electrical problem. High out of range right atrial (ra) lead impedance measurements above 3000 ohms, noise in the right ventricular (rv) lead channel, and a 10 second pause were noted. Technical services (ts) was consulted and recommended isometric and pocket maneuvers, turning the mv on and unplugging the bed and monitoring other sources of emi. The patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.